Event description:
Reporter stated that two of the device's internal contacts appear to have burned. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.